Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A customer reported the system completely shut down on its own after the surgeon was 10 mins into a vitrectomy procedure. The staff rebooted the system and finished the case w/o further occurrences. There was no pt injury reported.